Event description:
In 2006 the lay user/pt contacted lifescan alleging that her one touch ultrameter was reading inacurrately high. The senior medical affairs rep spoke with the pt the following day to obtain/verify information. The pt reported that during the last week she had obtained two consecutive "hi" results on the reported meter that were within 15 minutes apart prior to eating dinner, while feeling "fine." According to the owner's manual, a message prompt of "hi" would indicate that the pt had blood glucose levels exceeding 600 mg/dl. Within 15 minutes of the "hi" result, the pt tested and obtained a 596 mg/dl, she then proceeded to administer 15 units of regular insulin due to the results. Within few minutes following the insulin, she tested and obtained a 520 mg/dl, while experiencing no symptoms. The pt had been instructed by her physician to visit ER if her blood glucose levels exceed 400mg/dl; however, she believed that the blood glucose results were inaccurate since she was not experiencing any symptoms. Later that evening, still prior to dinner, the pt decided to test with her other meter due to developing symptoms of sweatiness. She obtained a result of 69 mg/dl on an elite meter. Due to the result, the pt became shaky and scared. She decided to eat 15 grams of sugar, peanut butter, milk, crackers, and candy to help elevate her blood glucose level. She decided to not go to the hosp since she was able to administer self-treatment. She tested on the other meter following the treatment and obtained a "much higher" result. The following day the pt tested with the reported, using a new vial test strips, and obtained normal results. She reported discarding approximatley 100 test strips that were allegedly reading inaccurate high. The customer care advocate (cca) verified that the meter was set to the correct unit of measurement. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The pt was correctly applying the sample to the test strip and correctly cleansing the puncture site. The calibration code was set correctly. The pt did not have control solution to perform quality testing. No further information was available. The test strips and control solution were replaced. This complaint is being reported since the pt obtained elevated results, while experiencing no symptoms, administered insulin based on the meter results, experienced low blood glucose symptoms, and required self-treatment.